Event description:
It was reported that the indicated battery charge on the device rapidly dropped by 90% earlier in the day. The customer declined to answer whether this issue caused their blood glucose level to exceed 500 mg/dl, so no specific impact was reported. No additional information was provided.